Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis; shaft separation was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified;

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 2.5 x 23 mm xience xpedition stent delivery system (sds) was unpackaged and prepped without issue. When the sds was being loaded onto the guide wire, it was observed that the mid shaft was separated. There was no resistance during advancement. The device was not used. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.